Event description:
It was reported that 6 hours after a drug eluting stenting treatment procedure, an acute thrombosis occurred and the pt expired. The pt presented to the cath lab with a mild to moderately calcified, 90% stenotic lesion in a non-tortuous right coronary artery (rca). It is noted the lesion segment was greater then 4 cm and dfu indications is for > 2.5 to < 3.75 mm. The lesion was predilated with a 2.5 x 20 mm balloon. After predilation the dr successfully deployed a taxus express2 2.75 x 24 mm drug eluting stent. The dr then implanted a abbott flexmaster fi stent in a overlapping manner to the taxus stent. The pt was then transferred to the floor with a regiment of plavix, aspirin, and heparin. Six hours later the pt started to feel uncomfortable and cardiopulmonary rescucitation (CPR) was initiated. The pt was then transferred back to the cath lab and was determined to have a thrombosis in the taxus stent. The dr attempted to treat the thrombosis with a thrombuster catheter and a 2.0 x 20 mm balloon, however, the pt soon expired. In addition, no autopsy will be performed.